Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with an infection. A revision surgery was performed, during which the physician removed the device, performed a washout, and replaced it with a tactra implant. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of infection is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.